Event description:
Information was received indicating that a smiths medical medfusion pump has battery issues. There was no reported adverse event.

Event description:
Additional information was received indicating that there was no patient involvement.